Manufacturer narrative:
Date rec¿d by MFR : 04mar2019. The customer declined repair of the device. No parts were returned to philips for failure investigation, therefore, a root cause could not be established. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 05feb2019. (B)(4). A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that "different priority alarms are triggered". The unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or the user. The event date was not specified; estimate used.